Manufacturer narrative:
Based on the information currently available, there is no allegation of error message displayed on the monitor as good faith effort confirmed this was for fse service quality audit, no claim of device fault. Therefore, this record will be closed as a non-complaint.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the customer observed the error message displayed on the monitor. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.